Event description:
It was reported that during service and repair pre-testing, it was discovered that the console device had no power light and would not power the unit. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had no power at all. Therefore, the reported condition was confirmed. The assignable root cause was determined to be an electrical component failure due to usage wear over time, which is normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.